Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.